Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe w/ bd ultra-fine¿ needle caps were broken off and there was an issues with an incorrect label. The following information was provided by the initial reporter: material no: 328431. Batch no: 8099603. It was reported that caps of the needles are broken off. Cmt: caps of needles broken off.

Manufacturer narrative:
Investigation: customer returned a total of (269) 30g x 12.7mm, 0.3ml bd syringes from lot # 8099603, as well as 2 shelf cartons for the aforementioned product. Consumer reported caps of needles broken off. All returned samples were examined and the following was observed: both returned shelf cartons displayed a label misprint where ¿doses up to 100 units¿ is displayed. 19 samples were returned in 3 opened polybags; 4 of these samples exhibited hb-needle/shield separation with broken barrel tips. 250 samples were returned in 25 sealed (unopened) polybags; 10 of these polybags contained syringes with broken barrel tips. A review of the device history record was completed for batch # 8099603 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint (cannula shield broken). There were zero (0) notifications noted that pertained to the complaint (labeling information incorrect). Probable root cause is an index dial jam at the form fill and seal operation and then the syringes did not get ejected and made it into a polybag.

Event description:
It was reported that bd insulin syringe w/ bd ultra-fine¿ needle caps were broken off and there was an issues with an incorrect label. The following information was provided by the initial reporter: material no: 328431 batch no: 8099603. It was reported that caps of the needles are broken off. Cmt: caps of needles broken off.